Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, possible vessel tissue was found attached on the returned device and thus it became suspicious that vessel damage might have occurred; therefore, the date the manufacturer became aware of the event was considered the date the device returned. The guide wire was returned for evaluation. The returned guide wire had multiple bends partially with widened coil pitch for approximately 20mm from the tip. A reddish-brown object that appeared to be vessel tissue was found adhered on the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that bending stress was applied on the guide wire during crossing the lesion. The bending stress generated with wire manipulation would exceed the product design limit and cause the reported deformation due to complexity of the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] breakage of the guide wire, damage to a vessel.

Event description:
It was reported that deformation was found on a sion blue guide wire after it was used in an atherectomy to treat a moderately tortuous lesion in the distal lcx. The sion blue was used to cross the tight lesion and found prolapsed during crossing. Unusual resistance was met during advancement and removal of the guide wire. After withdrawal, defect/ deformation was found on the wire tip. There were no adverse patient effects associated with this event.